Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: 156398/156550, model/catalog description: phase iii linear lead - 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was not using the stimulator due to pain getting severe. The patient underwent explant and was doing well postoperatively.